Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending. However, videos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a procedure using the rotarex catheter to treat a severe claudication of the left lower extremity via right femoral artery. Shortly after the after 30 seconds of normal suction, it was found that there was no fluid refluxing into the waste bag. After withdrawing the catheter, it was found that the catheter and rotating helix had been separated, and the spring was lagged inside the body. The spring and the head-end were removed afterward by incision at the point of puncture and a different device was used to successfully complete the procedure.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and provided image contains information regarding catheter helix break. After review of the provided images helix break can be confirmed. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (component). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a procedure using the rotarex catheter to treat a severe claudication of the left lower extremity via right femoral artery. Shortly after the after 30 seconds of normal suction, it was found that there was no fluid refluxing into the waste bag. After withdrawing the catheter, it was found that the catheter and rotating helix had been separated, and the spring was lagged inside the body. The spring and the head-end were removed afterward by incision at the point of puncture and a different device was used to successfully complete the procedure.